Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer does not currently have back up therapy but will look into getting one. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.